Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for glenoid implant breakage, 4 years post-operative. (B)(6)"

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.